Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to remove an o-ring from the pneumatic tap and clean the area before attaching the cartridge. The customer successfully completed the load process and resumed insulin delivery.